Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no reported impact to the customer's blood glucose level. In addition, it reported that the pump screen became frozen on the "preparing to fill" notification and the customer was unable to clear the notification. During troubleshooting with tandem technical support, the notification was able to be cleared. The customer was able reload a new cartridge and the issue was resolved.